Manufacturer narrative:
The device was returned to the manufacturer for evaluation. An investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. A visual inspection found customer applied labels, one of the bumper foot under mlx unit was missing. No other physical or visual damage on the mlx unit. Functional testing found the mlx unit did not power on. The power supply fails and the fuses are blown. The lamp was installed in the test unit and it did not ignite, there was extended clicking at hard start. The lamp was also discolored. The reported complaint was confirmed from the evaluation. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A customer reported that the 00mlx mlx 300w xenon lightsource did not power up and was flickering and clicking. Additional information was received on 18sep2018 stated that it is unknown if the patient was prepped for surgery. There was no patient impact or injury reported. No other clinical information received.